Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the lead was bent. The lead was not used. Another lead was implanted successfully. The patient was doing fine post procedure.